Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 5.5, lab: 3.4. Pt's target therapeutic range is 2.0-3.0 or 2.5-3.5, the customer is unsure.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result with lab result provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 5.5, reference: 3.4, mean: 4.45, confidence limits: 2.5 - 6.5, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. No further testing is required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned for investigation. There is insufficient info in the case regarding pt conditions and medications to determine if this could have contributed to the unexpected results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.